Manufacturer narrative:
H11: h2: additional information on: e2. Corrected information on: g2, h6 (clinical code and impact code). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An analysis of the customer provided image found a tray with several devices. A white suture can be seen on top of the fabric; no damage or anchor is clearly visible. The failure cannot be evaluated based on the image. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for assessment.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H11: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a hip arthroscopy, a q-fix knotless had a short additional white stitch coming out of the anchor. It had the repair stitch, the two limbs of the shuttle stitch, and an additional single white limb coming out of the anchor. The white stitch was pulled out, but once the repair stitch was converted, it was not possible to reduce the loop at all. The tail of the repair stitch then broke, and the anchor could not be used. The anchor suture was cut and remained in the patient. The procedure was resumed, after a 20-min surgical delay, using an equivalent s+n back-up in the originally drilled bone holes; no voids were left. No further complications were reported.